Manufacturer narrative:
Conclusion code: defibtech has requested the customer to return the AED and defibrillation electrodes to aide in the investigation. To date, neither the device nor the defibrillation electrodes have been received. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, it was reported that during a manual self-test of the device, the unit reported a service code and made a noise. It was reported that there was no patient involvement.